Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead had an audible lead integrity alert (lia) for noise. The lead was found to have diminishing r-wave sensing. High rate (hr) episodes and ventricular tachycardia non-sustained (vt-ns) episodes were recorded on the electrograms. The lead noise was suspected due to proximity with an abandoned capped rv lead. The lead was reprogrammed and until lead revision. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.